Event description:
It was reported that the clamp is broken. It does not hold the tube. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for evaluation. Visual inspection showed that the holding grooves are slightly damaged and worn. A correct seating of the tube cannot be guaranteed anymore. The damages indicate that the tubes may have not been placed accordingly and caused these damages on the holding grooves. There was nothing wrong with the function of the clamp itself. The manufacturing documents were reviewed and no discrepancies to the specifications where found. No product fault could be detected. This complaint is invalid from a manufacturing perspective.